Manufacturer narrative:
(B)(4). The device was not returned. The data was provided. The reported event of gaps in readings could not be confirmed through data log review. A root cause for the reported event cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver had gaps in readings and they did not recall the icon in the upper right hand corner of the display screen. No additional event or patient information is available.